Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol ventralight st (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st (x2) on (B)(6) 2013 and(B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injuries on (B)(6) 2016. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st (x2) on (B)(6) 2013 and (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injuries on (B)(6) 2016. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device #1). Per operative notes,¿ the hernia sac was identified and reduced. A ventralight st using echo ps mesh (device #1) was implanted and sutured.¿ (B)(6) 2016 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device #2). Per operative notes,¿ the omental adhesions were lysed. The previous mesh (device #1) appeared to be migrated over the defect. The hernia defect was reduced and implanted with ventralight st using echo ps (device #2) and tacked.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol ventralight st (device #1). Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name, PMA/510(k) #. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec 2014) is considered to be a best estimate. This supplemental emdr represents the ventralight st w/echo ps (device #2). An additional supplemental emdr was submitted to represent the ventralight st w/echo ps (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.